Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). Also, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information provided by the customer indicated "minor left visual field deficit post-procedure at guangdong second provincial general hospital, china, non-sae. The site considered not a stroke, tia or intracranial hemorrhage, the event ongoing. There was no procedure, device or other information available". Based on the information provided in the complaint, there was no surgical delay or medical intervention reported. There were adverse consequences to the patient ¿minor left visual field deficit post-procedure- microthrombus". No treatment was required. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient neurological deficit and patient vessel thrombosis as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly.

Event description:
It was reported in the clinical trail, the patient experienced a minor left visual field deficit post-procedure. The physician reported a microthrombus was the cause for the event. Site investigator considered the event not to be stroke, tia or intracranial hemorrhage. The event was ongoing. The event was probably related to index procedure, investigational device and to the disease understudy. No other information is available.

Event description:
It was reported in the clinical trail; the patient experienced a minor left visual field deficit post-procedure. The physician reported a microthrombus was the cause for the event. Site investigator considered the event not to be stroke, tia or intracranial hemorrhage. The event was ongoing. The event was probably related to index procedure, investigational device and to the disease understudy. No other information is available.